Event description:
The foreign distributor in (B)(4) reported that this ventilator was used in the reanimation under normal procedures, and in one moment shows incorrect ventilation process consisting in fast ventilation rate related with user configurations. There was no pt harm, the ventilator was immediately replaced.

Manufacturer narrative:
The device was received into the carefusion failure analysis lab for evaluation. The main board was installed in known good unit, powered on and the reported issue was duplicated. Issue was isolated to the circuit pressure transducer. Carefusion has initiated an internal corrective action through our corrective and preventative action system to address this issue.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning main board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for eval. As of 06/25/2015 the alleged faulty main board has not been received. The distributor reported that due to hospital procedures they ate not able to provide additional pt info.